Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive with a black screen despite a solid green charging indicator, persisted after force restart attempts, then intermittently powered on; the device was replaced and the user transitioned to multiple daily injections with continued cgm use. Symptoms included hyperglycemia. Outcomes included disruption of automated insulin delivery and need for alternative insulin administration. Investigation included customer troubleshooting, verification of charging status, and arrangement for device return. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.